Event description:
It was reported that the patient complained that the device was causing pain. During pocket revision, the atrial lead exhibited high impedance. An adjustment was made to the set screw. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.